Manufacturer narrative:
The device serial number and date of manufacture is unknown at this time. The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.

Event description:
It is reported customer was allegedly in her room and while in the chair it began moving in circles uncontrollably spinning out of control and slammed her right leg below the knee causing injury.